Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitants: 4123716, 200-02-32 - three peg patella 32mm; 4184945, 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; 4186241, 02-010-03-0330 - logic cr femoral cem, right, sz 3. Recall: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a female patient, initial right total knee replacement surgery, (B)(6) 2016, began to suffer from symptoms associated with the defects of exactech knee system as alleged in this complaint, including pain and lack of mobility. As a result of these symptoms, plaintiff underwent revision surgery on (B)(6) 2022 approximately 6 years 4 months post the initial procedure. No further information known.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.